Manufacturer narrative:
The manufacturer is still in waiting for the arrival of the IV set.

Event description:
The user reported an IV set leaking issue. "We shipped our customer 2 cases of your item # b2-70070. There is an inconsistency in the product you are providing. If you look at the photo attached you can see that there is difference in packaging for the same item. The item on the left is of poor quality and is leaking. The item in the clear packaging on the right is showing no signs of quality concerns. You provided us with the poor quality item on the left." The two types of IV sets are actually manufactured by two different contract suppliers of zyno medical. No patient injury or harm occurred for this case.

Manufacturer narrative:
Zyno medical customer service representative received the update from the customer on 08/15/2017 that the affected device was not available for return. The customer reported that "we have not been able to get the IV sets back from the customer at this point, so I will have to say no to us returning the faulty lot." Thus, the manufacturer was unable to confirm the reported issue.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00240).